Event description:
It was reported that an asymptomatic patient presented to the clinic with an incorrect battery voltage reading on their pacemaker, despite actually device being at elective replacement indicator (eri) voltage. A normal generator change procedure was planned, but no intervention was reported. There were no patient consequences.

Event description:
New information notes that the patient's pacemaker was explanted and replaced on 17 aug 2022. The patient was stable throughout.